Manufacturer narrative:
Surgical intervention added to section b5.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned successfully and therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg migrated. As a result, surgical intervention may be undertaken to address the issue.